Event description:
Reported by health professional as - leakage of the portal as the taper tubing junction.

Manufacturer narrative:
(B)(4). The device was received by allergan, however, the product analysis has not been started at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."